Event description:
Explant form received from the surgeon stating the pt had continuous pain and limited opening. At the time of surgery, the surgeon found the right condylar head was functioning on the posterior most screw of the right fossa. It was noted that only three screws were used in the right fossa. Tmj implants, inc instructions for use indicate at least four screws are to be used to secure the fossa.